Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed and the connector from the display to the main board was broken. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.